Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2016 and replaced the sample filter and tubing. The fse also adjusted the calumniation of the flowcell. The fse reported that he did not reproduce the issue or identify an instrument malfunction that could have caused the issue. The fse stated that he could not conclude a cause of event. The cause of the event is unknown. It is unknown based on the information available whether the customer was following the correct labelling instructions on classification of bacterial cells. (B)(4).

Event description:
The customer reported false negative bacteria results from an iq200 automated urinalysis system despite positive nitrite chemistry results on three (3) patient samples. The customer reported that bacteria was present upon manual microscopic examination of the samples, but that urine cultures were not performed due to the false negative bacteria results. The erroneous results were reported out of the laboratory for three (3) patients; however, the customer reported there was no change or affect to patient treatment in conjunction with the event.